Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with unspecified antibiotics. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued and was reported to have plans to be transferred to hemodialysis. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.